Event description:
It was reported by the affiliate the balloon burst as soon as the surgeon entered the the preperitoneal space. It was reported the balloon connection looked broken. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h2,3,4,6; g4 added additional information. H6; tear 1/2 inch length "c" shaped at distal end of balloon. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, punctured; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good; stopcock condition, good/partially open. Functional tests & results: balloon inflation test, failed. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the balloon had become punctured during surgery, making the instrument non functional. The instrument was received with a 1/2 inch "c" shaped hole in the distal tip of the balloon. The instrument would not function as designed due to a puncture hole in the distal tip of the balloon. No conclusion could be reached on how the damage to the balloon may have occurred. Each instrument is evaluated during the assembly process to ensure that it functions properly.